Event description:
A nurse reported that a patient changed his medical treatments to hospice care with comfort measures only on the morning of (B)(6) 2014. The patient's last peritoneal dialysis treatment was on (B)(6) 2014. During the evening hours on (B)(6) 2014, the patient expired.

Manufacturer narrative:
Based on the information provided, it is unknown how the device may have caused or contributed to the event. The post market surveillance department has requested medical records and investigations are pending. A supplemental medwatch report will be submitted when medical records are received. The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.